Manufacturer narrative:
Additional information was received that the patient's ipg replacement was per physician's preference.

Event description:
A report was received that patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.